Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to when lead was being inserted by mounting on a wire after selecting the coronary sinus (cs) branch, the wire penetrated around the tip of the lead, and the device was unable to be used. A new lead with the same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was conducted. Testing was completed to assess the lead's electrical performance and the integrity of the inner and outer insulation. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip revealed an anomaly. Visual inspection identified a puncture hole in the lead, while the stylet insertion test passed without issue, indicating no blockage in the lumen. This type of damage is consistent with a back-loaded guidewire, which is inserted through the tip portion of the lead, escaping the lumen.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to when lead was being inserted by mounting on a wire after selecting the coronary sinus (cs) branch, the wire penetrated around the tip of the lead, and the device was unable to be used. A new lead with the same model was implanted. No adverse patient effects were reported.